Event description:
It was reported that the lead integrity alert (lia) triggered. It was also reported that the right ventricular (rv) lead had oversensing, loss of output and was fractured. It was also noted that the right atrial (ra) lead had higher, but stable, thresholds and that the left ventricular (lv) lead had insulation damage due to previous explant of a different lead and was fractured. The rv and ra leads were explanted and replaced and the lv lead was previously repaired and was not explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary:(B)(4): the outer insulation of the lead was extrinsically breached due to melting, the proximal conductor of the lead became extrinsically distorted due to kinking/buckling, the proximal conductor of the lead became extrinsically fractured due to melting, there was blood on the proximal conductor of the lead and it was not obstructed, there was blood on the distal conductor of the lead and it was not obstructed, the outer insulation of the lead was extrinsically breached due to a cut, the outer insulation of the lead was extrinsically breached due to a tear, visual summary analysis of the lead indicated apparent explant damage. The lead was returned with severe explant damage, including an extrinsic proximal conductor fracture/melting. Concomitant products: 5072-58 implantable pacing lead, (B)(6) 2005; 694765 implantable tachy lead, (B)(6) 2008. (B)(4).